Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. However the main body delivery system with the used polymer kit was returned. A visual evaluation was performed. No defects or issues were identified with the delivery system or polymer kit that would have contributed to the suspected polymer leak. At the completion of the clinical assessment, the reported patient experienced hypotension and was treated with an anaphylactic reaction procedure post polymer leak could not be unconfirmed with the medical records / images available for review. The intraoperative type 1a endoleak was confirmed and is related to the suspected polymer leak. The patient experiencing hypotension is most likely device related due to the suspected polymer leak. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- contact has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied. The patient experienced hypotension evidenced by a drop in blood pressure, and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. There have been no additional patient sequelae reported and the patient will continue to be monitored.